Manufacturer narrative:
Conclusion: intracranial hemorrhage is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for a (B)(4). The info available regarding this event is limited to the procedural reports provided by the hospital.

Event description:
The pt was treated for acute ischemic stroke (right mi) with the penumbra system (041, 032 and 026) in addition to intra arterial thrombolysis with 13mg tpa and 8mg reopro on (B)(6) 2009. The penumbra system was successful in revasculation (timi ii post use) and no procedural complications were noted. Post procedural CT revealed extensive intracranial hemorrhage and multifocal subarachnoid hemorrhage with the suggestion of diffuse cerebral edema. The subarachnoid hemorrhage was noted superiorly along the parafalcine frontal lobes bilaterally and within the right sylvian fissure. No actions were taken as the result of these events and were both resolved by (B)(6) 2009. The pt's neurologic exam and mental status remained stable and unchanged and was transferred out of the ICU on (B)(6) 2009. The intracranial hemorrhage was determined to be of "probable" relationship to the penumbra system and of moderate severity. The subarachnoid hemorrhage was determined to be of "uncertain" relationship to the penumbra system and of mild severity. This MDR is associated with MDR 3005168196-2011-00285 through MDR 3005168196-2011-00289.